Event description:
For the past 12 months, almost every patient circuit set has contained a cap diaphragm set (part#766896) in which there was at least one defective component in every package. There are four sets in each box meaning that 25% of each box is failing on a consistent basis. It is also noted that carefusion moved their production headquarters to mexico at about the same time frame the defective components started showing up in the cap diaphragm sets.